Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the metal cannula loaded in the catheter. No anomalies or damages were found. The catheter length measured 18.9 cm, it was found within specification. The catheter french is 8.3 fr, it was found within specification. The cannula od was measure at three locations. The metal cannula length was measured and is within specification. A mandrel (0.038 inches) was inserted through the catheter and it passed properly, without resistance. Additionally its hub was locked and unlocked, and no anomalies or resistance were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the cannula hub detached. A flexima drainage catheter was selected; however, during prep the trocar/cannula is advanced through the drain, the hub will not screw in and pops off, grabbing the users' gloves and tearing them. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the cannula hub detached. A flexima drainage catheter was selected; however, during prep the trocar/cannula is advanced through the drain, the hub will not screw in and pops off, grabbing the user's gloves and tearing them. The procedure was completed with another of the same device. No patient complications were reported.